Event description:
The pigtail of a diagnostic cardiology catheter came off inside of the pt. The catheter was being passed up the aorta with a guide wire. As the catheter was going over the aortic arch, the wire was pulled back into the catheter. It was noted on the fluoroscopy that the catheter appeared to buckle over on itself. An attempt was made to pass the guide wire back into the catheter to straighten it back out. The wire passed out what the clinician at first thought was a sidehole and later determined that the wire came out the break in the catheter. An attempt was made to remove the catheter with the guide wire in place and at the point of the l4 vertebra, saw the total tip separation. A snare was inserted and the catheter tip was easily retrieved. The pt is reported to be doing fine with no subsequent adverse sequelae reported.